Event description:
During initial assessment of patient, pilot balloon was missing from endotracheal tube (ett). Called night shift rt and rn and was informed rn found pilot balloon in patient's linen and disposed of it. Cuff of ett was deflated and leak was present at this time. This is a subglottic suction endotracheal tube, with no lot number on the tube. New package was opened and the pilot balloon was tugged on and it separated from the channel on the endotracheal tube more easily than the standard endotracheal tube which caused the pilot balloon to be stretched longer but not separated from the tube.